Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that loss of infusion occurred during vitrectomy surgery. The surgeon noted that the intraocular pressure (iop) seemed different than what was on the machine. A second system was used to complete the procedure. There was no harm to the pt.